Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the harmonic ace instrument head end was broken. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure. A video recording of the procedure is not available, but images of the instrument damage were provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the harmonic ace instrument head end was broken, an investigation is in progress to determine the cause of this reported event, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. A broken piece measuring approximately 0.68" x 0.10" was missing and not returned with the instrument. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken blade is typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The complaint regarding a broken instrument head was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the submitted images was performed. The images confirmed that the harmonic ace instrument blade was detached. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace instrument blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.